Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolut pro plus delivery catheter system (dcs), product ID: d-evprop2329us, lot number(s): unknown. Citation: brown ja, yousef s, toma c, et al. Self-expanding transcatheter aortic valves optimize transvalvular hemodynamics independ ent of intra- versus supra-annular design [published online ahead of print, 2023 sep 16]. Am j cardiol. 2023;207:48-53. Doi:10.1016/j.amjcard.2023.08.120. ¿presented at tvt (transcatheter valve therapy): the structural heart summit, june 8 to 10, 2022 and at the transcatheter cardiovascular therapeutics conference, september 16 to 19, 2022.¿ earliest date of presentation used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product, no definitive conclusion can be made regarding the clinical observations. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Literature was reviewed regarding transvalvular hemodynamics after transcatheter aortic valve implantation (tavi). In the evolut pro+ group (n = 278), the authors observed one in-hospital death. No evidence was presented to suggest that a medtronic device or its function contributed to the death. Other post-tavi adverse events that occurred in the evolut pro+ group were described as follows: permanent pacemaker implantation (16 cases), stroke (9 cases), paravalvular leak = moderate (1 case), mean transvalvular pressure gradient increase from 6.0 mmhg (5.0 to 9.0) on day 0 to 7.2 mmhg (5.0 to 10.0) by day 30 after tavi, and major vascular access site complications (3 cases). No further information pertaining to medtronic products was noted.